Manufacturer narrative:
(B)(4). Evaluation summary: a b12lth was received instead of a b15lt. The analysis results found that the b12lth instrument a was received with the seal assembly and duckbill deformed. The lens was noted to be cracked. No further functional analysis was performed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A b12lth was received instead of a b15lt. The analysis results found that the b12lth instrument b was received with the seal assembly and duckbill deformed. The lens was noted to be cracked. No further functional analysis was performed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
The sales rep reports that during a lap gastric band procedure, the trocar was leaking. They continued to use it. There was no patient consequence. Device will be returned.